Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler, cycler set or any fresenius product. However, it is suspected that a breach of aseptic technique was the suspected causal event for the peritonitis. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
This is a report of a peritoneal dialysis (pd) patient who developed peritonitis. The cause of the peritonitis was suspected to be a breach in aseptic technique. The patient was not hospitalized for the event. A peritoneal effluent culture was performed with results positive for citrobacter freundii. On the same date as onset, the patient was treated with vancomycin (3g, intraperitoneal (ip), once) and fortaz (1g, ip, for fourteen days; frequency not reported). On (B)(6) 2017, a repeat culture was performed and showed no growth. The patient was reported to have recovered from the peritonitis event. Peritoneal dialysis therapy was ongoing.